Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer's representative reported that they were experiencing premature battery depletion with their implantable neurostimulator (ins) and frequent overdischarges (od). The manufacturer's representative had met with the patient on 3 separate occasions to assist with the recharging procedures and to perform "physician reset" and noted that the ins system did not seem to charge beyond 25%. It was also noticed that the coupling with the battery frequently changed coupling strength from 4-6 bars down to 0. The representative had never been able to maintain a constant state of coupling with the device during several attempts to charge the ins system. There were no external, environmental, or patient factors reported that may have caused or contributed to the issue. The representative had used another charging system to troubleshoot if that was the cause of the issue but obtained the coupling/charging issues with the new charging system. The patient's family was instructed to charge the ins device every day in an attempt to get the battery to charge beyond 25%. The issue was not resolved at the time of this report. No surgical intervention had occurred or was planned for the issue. The patient status at the time of report was noted as "alive - no injury." The indication for use for the implanted device was noted spinal pain. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received the manufacturer¿s representative reported that the ins battery depletion issue had not been resolved. The patient¿s family was requesting a replacement with a prime cell (non-rechargeable) model due to the patient¿s (and the spouse's) age and the inability to charge beyond 25%. It was recommended to the patient¿s family to set up a consultation with the neurosurgeon who implanted the device to discuss replacement options. Interrogation print-outs were not available. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Based on analysis findings, the previously reported device codes, no longer apply to the event. Analysis of the returned implantable neurostimulator (ins) model 97714 serial # (B)(4) showed no significant anomalies and was functionally okay. Good, stable output was seen on all electrode pairs as received. According to the trace report obtained from the ins, the total recharge count is 42. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 57 minutes and the battery charged from 3.545 volts to 3.670 volts. The battery discharged to the lock mode on (B)(6) 2016, the total therapy loss count is 2. The prior lock mode date was (B)(6) 2016. The over discharge count was zero. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1 cm of space between the ins and charger antenna. The charge time was 5 hours 11 minutes. The ins charged from 3.345 volts to 4.045 volts with 100% coupling. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.